Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio iq meter was having an unknown issue. The patient did not allege any harm or injury due to the alleged issue. The alleged issue did not undergo troubleshooting since the customer care advocate was unable to reach the patient for additional information. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.